Event description:
The customer reported the system already had two ipc disk failures in a short time after installation. The ipc disk quality is considerable. Customer is complaining the product quality and asking guarantee of no reoccurrence. In addition to the ipc disk failure, the ipc assembly also failed one time.

Manufacturer narrative:
Customer is not satisfied with the hidden risk in the machine and declares refusal against acceptance. Unfortunately, factory does not yet have permanent solution to the issue, we can only prepare the disks in the stock and expect the failure not coming again. Replace icp assembly so far.